Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes, the device experienced poor barrier separation of sample. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it is reported customers is experiencing poor barrier separation. Received phone call, customer would like to know if there is any bullentin in regards to poor barrier separation with this product material 367960, lot 0140987. They have experienced the gel settling at the top of the vacutainer after centrifugation. Customer is spinning specimen as soon as they receive the specimen. Lab is using a 'iris stat spin express 4' model #m510 centrifuge. They are spinning specimens at 3000 rpm for 3 mins if there is not a troponin test. If there is a troponin it is spun at 3 mins twice. In two instances customer experienced poor barrier separation after spinning tubes twice at 3000 rpm for 3 mins at a time. Customer does have photo of specimen as well as unused tubes to send in for investigation.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes, the device experienced poor barrier separation of sample. This event occurred twice. The following information was provided by the initial reporter. The customer stated: it is reported customers is experiencing poor barrier separation. Received phone call, - customer would like to know if there is any bullentin in regards to poor barrier separation with this product material 367960, lot 0140987. They have experienced the gel settling at the top of the vacutainer after centrifugation. Customer is spinning specimen as soon as they receive the specimen. Lab is using a 'iris stat spin express 4' model #m510 centrifuge. They are spinning specimens at 3000 rpm for 3 mins if there is not a troponin test. If there is a troponin it is spun at 3 mins twice. In two instances customer experienced poor barrier separation after spinning tubes twice at 3000 rpm for 3mins at a time. Customer does have photo of specimen as well as unused tubes to send in for investigation.

Manufacturer narrative:
H.6. Investigation: bd received 8 samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. Retention samples were inspected with no issues being identified. Based upon follow up by technical service, the customer is experiencing this issue due to inadequate centrifugation. Bd technical services provided guidance and educational material to mitigate this occurrence going forward. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for poor barrier separation based on the photos provided. The root cause is inadequate centrifugation. H3 other text : see h.10.